Manufacturer narrative:
Complaint conclusion: during coil embolization of an internal iliac artery endoleak after endovascular repair, there was resistance between a cashmere coil (crc141025-30/c18025) and a non-codman microcatheter, and the coil unraveled during coil positioning in the aneurysm. Although the physician had experienced some resistance into the microcatheter, he continued to advance the coil at the distal end of the microcatheter and delivered it into the target lesion. When he was pulling and pushing the coil to place it into the target lesion, the microcoil of the cashmere unraveled. Therefore both the cashmere and the microcatheter were safely removed as a unit from the patient without premature detachment of the coil. The procedure was successfully completed using a competitor¿s coil and microcatheter without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The device was returned in a plastic bag. The wonder microcatheter and the device positioning unit (dpu) was not returned. The coil was returned completely stretched. The suture was severed. The distal section of the coil containing the ball tip was severed and not returned. The fracture of the severed end was ductile in nature requiring external force and anchoring of the coil. No material defects were found to the severed end. The most likely contributing factor to the coil stretching may have occurred during the repositioning of the coil inside the aneurysm. The coil may have become temporarily anchored on itself, the distal tip of the microcatheter, or if other coils were already present in the aneurysm then on those coils already dwelling inside the aneurysm during repositioning of the coil. When the anchored coil was retracted for repositioning, the coil most likely may have stretched. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition without the return of the complete introducer sheath with the attached resheathing tool, the wonder microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Concerning the resistance reported in the microcatheter, without return of the introducer sheath with the resheathing tool, the wonder microcatheter, and the rhv used in the procedure, the contributing factors that produced the coil resistance cannot be determined. However, concerning the coils resistance in the microcatheter, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire codman microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the codman microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed based on the analysis; however, the resistance within the microcatheter could not be confirmed. Analysis revealed that the distal tip was separated; however, it was confirmed that this occurred after the procedure, during post-procedural handling of the device. Although the root cause of the coil stretching could not be conclusively confirmed, procedural/handling factors addressed in the IFU may have contributed to the complaint. There was no evidence provided in the analysis or the review of manufacturing documentation to suggest that the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information about patient age, gender, weight and concomitant medications are not available. The device was returned for analysis; however, the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of the internal iliac artery endoleak after endovascular repair, there was resistance between a cashmere coil (crc141025-30/c18025) and non-codman microcatheter, and the coil unraveled during coil positioning in the aneurysm. Although the physician had experienced some resistance into the microcatheter, he continued to advance the coil at the distal end of the microcatheter and delivered it into the target lesion. When he was pulling and pushing the coil to place it into the target lesion, the microcoil of the cashmere unraveled. Therefore both the cashmere and the microcatheter were safely removed as a unit from the patient without premature detachment of the coil. The procedure was successfully completed using a competitor¿s coil and microcatheter without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.